Manufacturer narrative:
A review of tickets was performed for reagent lot number 04393fn00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of field data for lot 04393fn00, using the number of standard deviations to the cut-off for the negative populations and the median values, determined the likely cause lot is within the established limits indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag assay, lot 04393fn00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. Section a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false (B)(6) architect (B)(6) result for a (B)(6) year old female patient. The following data was provided: initial result = 0.08 iu/ml ((B)(6)), repeat = 0.03 iu/ml ((B)(6)), 0.02 iu/ml ((B)(6)) additional test results provided: (B)(6) = 190.54 miu/ml, (B)(6) = 85.66 s/co, (B)(6) = 7.20 s/co, (B)(6) = 16.20 s/co, (B)(6)-dna detection = (B)(6). No impact to patient management was reported.